Manufacturer narrative:
No report of patient involvement. The hospital biomed replaced the ventilator microswitch and 3-way valve. The hospital biomed replaced the ventilator microswitch and 3-way valve.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed and mechanical ventilation was not available. There was no report of patient involvement.